Event description:
It was reported that during an implant the lead seemed to be defective. The device was going to be returned. As of the date of this report, the product had not been received. No pt symptoms or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).